Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), premenstrual syndrome ("hormonal changes describe: pms"), hot flush ("hot flashes"), night sweats ("night sweats"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, premenstrual syndrome, hot flush, night sweats, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, headache, hot flush, migraine, night sweats, pelvic pain, premenstrual syndrome and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of essure insertion: previously reported: (B)(6) 2013 and as per recent pfs: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pfs received. Case became serious incident. For event pelvic pain essure removal and hospitalization was added. Discrepancy reported in date of essure insertion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.